Event description:
Additional information was received therapy was lost due to the impedances. Surgical intervention took place on (B)(6) 2025 wherein the leads were implanted, and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's had impedances issues. Surgical intervention was undertaken wherein the leads were explanted. During the procedure leads were attempted to be implanted but were unable to be due to scar tissue.

Manufacturer narrative:
Date of event is estimated.